Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed infection at the implant site and was treated with antibiotics (date, type and duration not reported).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision surgery on two occasions for skin grafting (date not reported). Additionally, it was reported that the patient was treated with steroid cream for infection (date and duration not reported). The implanted device remains. Implanted device remains.